Manufacturer narrative:
During onsite service completed on (B)(6) 2023, the field service engineer found preexisting conditions on the device which prevented the completion of repair. The device was missing the user interface (us) bezel end cap and had a broken back bezel and top cover found during the preoperational tests. A follow-up onsite service for the 1102 error will be completed once the damaged parts found during the preoperational test have been replaced. The investigation is ongoing. During onsite service completed on (B)(6) 2023, the field service engineer (fse) found error code 1104 (check vent: backup alarm failed) present. A replacement motor controller pcba (part number 453561537531) was ordered by the fse for the customer, but the mc pcba was stated by the fse to be on back order. A follow-up onsite service will be completed to resolve the 1104 issue. Due to the damage of the user interface bezel, the 1102 error code was not confirmed by the fse (field service engineer) during the onsite service visit on (B)(6) 2023. On (B)(6) 2023, the customer called the fse back and informed the fse that the device had been scrapped. No further work was performed by philips to correct the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00021. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an 1102 error (primary alarm failed). The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer requested and accepted a quote for onsite service. This investigation is ongoing.